Event description:
On (B)(6) 2012, the patient contacted animas to review the animas insulin pump. During troubleshooting, the animas representative noted the patient is receiving 54 units of basal insulin each day, however, the programmed basal rates showed the patient should be receiving a total of 28.45 units of basal insulin. The investigation with could not be completed since the patient was busy and stated that he would call back when he got home. Animas made several attempts to contact the patient back for information but was not successful. A letter was sent to the patient requesting a call back. This complaint is being reported to due to the alleged basal insulin issue. There was no report of patient impact associated with the reported issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump and test meter powered up normally and paired successfully. All buttons are functional. The pump and meter ran 24 hours. The history recorded accurately boluses info on the correct time and order. The pump run and passes a 29 hour flow accuracy test and found to be delivering within required specifications. There was moisture ingress found within the pump. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information: investigation results revealed a scratched display lens which has no effect on insulin delivery.